Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 350 mg/dl. Customer stated that she received the motor error several times before she was able to successfully manually prime the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.